Event description:
A report was received that the patient underwent a pocket revision due to discomfort at the pocket site. The physician elected to replace the ipg as the patient was having difficulty charging the ipg following an accident. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient underwent a pocket revision due to discomfort at the pocket site. The physician elected to replace the ipg as the patient was having difficulty charging the ipg following an accident. The patient was reportedly doing well following the procedure.